Manufacturer narrative:
H1 - type of reportable event: malfunction corrected to serious. Claim #(B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens and iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault, high pressure and headache with angle closing. The lens remains implanted. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.